Event description:
It was reported that the screw was threading during use. Investigation found the motor speed was below specification. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device markings were worn, motor performance was below acceptable level, the device was out of calibration. The motor, swivel, poppet, hinge gasket and various bearings / o-rings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.